Event description:
A discordant psa result was obtained on the immulite 2500 instrument. The initial result was reported to the physician. The sample was retested and the corrected result was reported. There is no known report of patient intervention or treatment withheld based on the discordant psa result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse performed an instrument inspection. The cause of the discordant psa result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.